Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that an upcoming revision surgery of a broken implant (gamma3 nail) is scheduled. Upon product return, one of the locking screw was also found to be broken.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. Although lines of rest are not clearly visible, but they are present on the breakage surface very slightly. Along with that, the smooth surface indicates towards a fatigue fracture due to high cyclic overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the breakage is most likely patient related factor. The fracture area of the nail exhibits a fatigue fracture which indicates towards constant overloading in a cyclic manner. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that an upcoming revision surgery of a broken implant (gamma3 nail) is scheduled. Upon product return, one of the locking screw was also found to be broken.